Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure where the ipg was replaced and the pocket was moved. The patient was doing well post-operatively. Additional information was received that the explanted ipg was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure where the ipg was replaced and the pocket was relocated. The patient was doing well post-operatively.